Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease, cough, chest congestion, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to lung disease, cough, chest congestion, nasal/throat irritation or soreness, device/power cord or supply too hot to touch, there was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation, there is dust-like contamination on the ui panel, the top enclosure, the accessory module slot, the air inlet, the rear panel, the iso (international organization of standardization) port, the bottom enclosure, the pca (printed circuit assembly), the blower box, the blower motor, and the blower outlet seal, unknown black residue on the accessory module slot, unknown spots of yellow residue in the air inlet, unknown yellow residue on the ui panel, black particle contamination, inconsistent with degraded sound abatement foam, on the ui panel, the bottom enclosure, and the blower box, unknown brown residue on the bottom enclosure. Potential mineral deposits or dried liquid spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress, black contamination, consistent with keratin, at the air outlet of the blower box and near the flow sensor seal, unknown brown particles on the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed black contamination, consistent with keratin in the device and are consistent with being from an external source. Section d5 operator of device was missed to capture in previous report and updated in this report. Section h6 has been updated.